Event description:
The issue involves the cerner careaware driver for the bd epicenter system and affects users that utilize cerner millennium pathnet microbiology bd epicenter and careaware microbiology device driver. When the bd epicenter automatic send feature is used and result transmissions include multiple pt results in one export, incorrect susceptibility results may be displayed in microbiology result entry. Pt care could be adversely affected if the incorrect susceptibility results are verified and included on the pt's electronic medical record. This may cause the physician to prescribe and administer incorrect antibiotic treatment for pts. Ineffective antibiotic treatment will not kill the organism infecting the pt, thus potentially degrading their health status and/or prolonging their hosp stay. Cerner has received communication on (B)(6) 2013 that five pts had inappropriate antibiotics prescribed and administered to them. It is unclear what impact the delay of the administration of the appropriate antibiotics had on these pts.

Manufacturer narrative:
Cerner distributed a priority review flash notification on feb 8, 2013 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification to address the issue for all sites that could be potentially impacted. Cerner corp considers this issue to be resolved and no further narrative is required for f/u.